Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was out of calibration. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed that the force sensor calibration was out of specification. Testing confirmed that the force resistance measurement was within specification. There was no evidence of any contamination found on the force sensor housing. (B)(6).